Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head was not able to recognize devices and failed uplink functional tests. The rf head cable was found out of electrical specification.

Event description:
The rf head has been returned for repair.

Event description:
It was reported that the programmer would not communicate with the implanted device. The radio frequency (rf) head was replaced and the issue was resolved. No patient complications have been reported as a result of this event.